Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left main coronary artery to proximal left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation for about 1 second, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.